Manufacturer narrative:
Device received with no scratches noticed on lcd display window noted. However cracked battery tube thread and broken belt clip slot was noted. Device passed displacement test, rewind test, self test, a21 error test and all operating currents test. No unexpected low battery alarm were noted. No backlight or rewind anomaly noted.(B)(4).

Manufacturer narrative:
Device received with no scratches noticed on lcd display window noted. However cracked battery tube thread and broken belt clip slot was noted. Device passed displacement test, rewind test, self test, a21 error test and all operating currents test. No unexpected low battery alarm were noted. No backlight or rewind anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump rejected the battery and the scratches on the screen. The device will not be returned for the analysis.